Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced syncope. Upon device interrogation, the right ventricular lead exhibited noise. During lead revision procedure, insulation abrasion was noted on the lead. The lead was capped and replaced without incident. The patient's condition was stable.